Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer wanted to take a bolus however the insulin pump would not allow her to. Customer's blood glucose reading at the time of the call was 251 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked case at the display window corner and cracked reservoir tube lip.